Event description:
During the proximal anastomosis of an aortic graft, the surgeon used a competitor's punch to even out the hole created by the guidant punch. The surgeon used the heartstring seal to complete the anastomosis. No further patient complications were reported.